Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose (bg) level was 400 mg/dl; however, the customer stated impacted bg level was not due to the malfunction alarm. The cause of the elevated bg level was unknown. During troubleshooting with tandem¿s technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed.